Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician's office who indicated that the drug lot number and start date of the lioresal intrathecal treatment was unknown. The patient's concomitant medications included vitamin c, baclofen (10 mg po of day), calcium/vitamin d, citalopram (20 mg qd), docusate (250 mg bid), folic acid (1 mg q day), gabapentin (1200 mg tid), hydrocodone 5/acetaminophen 325 prn, mesalamine 375 mg sa qid, methylphenidate (5 mg bid), nortriptyline 30 po qhs, tolterodine (2 mg sa every day). The patient's medical history included seborrheic dermatitis, multiple sclerosis, quadriplegia, basal cell carcinoma, respiratory insufficiency secondary to multiple sclerosis, dysphagia, sleep apnea, osteoporosis, ulcerative colitis, neurogenic bladder, and joint contractures. No alarms (non-emergent or emergent) alarms were heard by the patient. The pump replacement resolved the patient's symptoms.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-14, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 278.2 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. The logs showed that on (B)(6) 2015, the patient's pump reached the elective replacement indicator (eri). On (B)(6) 2016, the pump reached end of service (eos) and the patient experienced withdrawal symptoms. On (B)(6) 2016, the pump was replaced as a result of the eos. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications, if any alarms were heard, and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.